Manufacturer narrative:
--

Event description:
Subsequent information states the explant of the device was due to normal eri and that the noise/oversensing of the system, although four seconds in duration, did not result in asystole or any other adverse patient effects, as the patient was not pacer dependant. The explanted unit has not been returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). Noise as well as p wave oversensing was also noted. The right ventricular lead implanted is a competitor lead. The device was explanted and the competitor lead was surgically abandoned.